Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited noise. The lead was capped on 6 jun 2022 and successfully replaced. The patient was stable and asymptomatic.